Event description:
Medtronic provided the following information: when using rf for the cti ablation, rf was delivered however there was noise on the electrograms on the workstation and on the hospitals recording system. After rf application was delivered, the patient experienced vt. This occurred three times. Troubleshooting to resolve the issue included powering down the stack and switching out the catheter and the cable. Once the catheter and cable were switched out, the noise still occurred but the patient didnt go into vt. When they used rf to ablate the ivd, the noise was not present as the physician stayed away from the biotronik lead. The serial number of the biotronik device could not be obtained. Should additional information be received this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.